Manufacturer narrative:
Report required by the FDA for eua. Eua 203011 investigation not complete at time of report. Additional follow up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00012, test 1 of 2). This is a retrospective report due to challenges implementing esg note: a report was originally submitted on 02/12/2021 with an incorrect MFR (3014862-2021-00013) which has now been cancelled.

Event description:
User reported false postive result. Follow up testing not specified. Report 2 of 2.